Event description:
Police, ems, fire fighter responded to a call for resuscitation of a 4-month-old female infant in cardiopulmonary arrest. CPR initiated by police officer. Fire fighter turned on o2 at request of ems person. O2 cylinder exploded upon opening and the gauge flew off. Regulator body burned through around the gauge with a nickel size hole found. 2 substantial injuries followed. Police officer sustained 1st and 2nd degree burns on the left side of his face and arms. Also had shrapnel wounds. Fire fighter sustained 2nd and 3rd degree burns on hands and flash burn to the face. The paramedics sustained shrapnel wounds and tinnitus from the explosion. Infant sustained no injury from event, however, she later died (autopsy stated cause of death was sids). Device is now in the office of arson investigation.